Event description:
Dental implant failure.

Manufacturer narrative:
The clinician reported multiple implant failures, corresponding to different patients. No further clinical information was supplied in this complaint. The clinician complaint included the following products: cat #: ispnp1030, lot #: 7347000. Cat #: ils1350, lot #: 7436415. Cat #: ils1350, lot #: 7589613. Cat #: ils1142, lot #: 7532768. Cat #: ils1338, lot #: 7554720. Cat #: ils1050, lot #: 7541120. Cat #: ils1138, lot #: 7748554. Cat #: ils0838, lot #: 7456600. Cat #: id1133, lot #: 7442106. Cat #: ils1038, lot #: 7494652. Cat#: ils1038, lot #: 7530902. Cat #: ils1038, lot #: 7543409. Cat #: ils1042, lot #: 7544028. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseus dental implants in clinical use.